Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd luer lok access device, the needle and holder separated an unspecified number of times with an unspecified number of units. No adverse impact was reported regarding the patient or user.